Event description:
Additional information received indicated that the noise on the right ventricular (rv) lead was over-sensed.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. No changes were made and there was no consequences to the patient.